Manufacturer narrative:
Concomitant medical products: 6945-65 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rate non-sustained episodes, short v-v intervals, and high threshold. It was noted that a rv lead integrity alert (lia) had triggered and a rv lead noise warning had triggered. The rv lead was capped and replaced except for the svc coil which is still in use. Additionally, it was reported that the right atrial (ra) lead exhibited low impedance, noise, and undersensing. An atrial bipolar lead impedance warning had triggered for the ra lead. The physician decided not to replace the ra lead despite the low pacing impedance and sensing issue; thus the ra lead remains in use. No patient complications have been reported as a result of this event.